Event description:
It was reported to philips that during a non-emergent pacing procedure, the heartstart mrx was not displaying pacer spikes on the electrocardiogram (ECG) waveform, and that the hospital staff had to use another device to complete the procedure. There is no allegation that the device caused an adverse event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the pacing was not working right. There was no report of patient involvement.